Event description:
It was reported that during a supply change the user encountered an ¿unable to proceed¿ message during the fill tubing step, and a dry run reproduced the same message until the user identified a broken needle in the connector piece and replaced the connector, after which drops were observed in the tubing and insulin delivery was resumed. Symptoms included interruption of insulin delivery without reported adverse clinical effects. Outcomes included successful completion of the supply change with therapy restoration and no need for further assistance. Investigation included guided troubleshooting over the phone and a dry run to reproduce the issue. Investigation of this case revealed a damaged connector needle that impeded proper tubing priming, consistent with a component malfunction in the infusion set/connector assembly leading to a temporary delivery interruption. It was concluded, based on previously established findings for similar reports, that the cause was component damage leading to a transient use-stage malfunction, resolved by replacing the connector.